Event description:
A pt in the (B)(6) was undergoing a liposuction procedure with fat transfer (we have no info at this time as to what system was used for the fat transfer). The procedure took place at (B)(6) hospital when the patient got sick and was transferred to another hospital. The pt later died from unk causes. Dates and further details are not known at this time.

Manufacturer narrative:
Due to death of patient, the occurrence was determined to be reportable to the FDA. Follow-up #1: as noted, 'adverse event or product problem," microaire surgical instrument devices were not the cause of patient expiration. Also, additional information such as the date of death, product number, serial number, and device manufacture date have become available. This report is being sent to the FDA as an update, supplemental to the original report.

Event description:
Follow-up #1: (B)(6), assistant theater manager stated on a conference call on july 2, 2015 that microaire surgical instrument devices were not the cause of the patient expiration. In addition, further details are now available on the date of death, product number, serial number, and device manufacture date and are noted in this follow-up report.

Manufacturer narrative:
On 16nov2017 during a review of MDR files, it was identified that MDR#2020601-2015-00046 was filed in the maude database with a product code (box d. 2b) of hwc. This correction follow-up is being submitted to change the procode to muu.

Manufacturer narrative:
Due to death of pt, the occurrence was determined to be reportable to the FDA.